Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected frozen screen noted during testing. The insulin pump passed self test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error alarm, low battery alarm due to connector resistance. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.

Event description:
The customer reported via phone call that the insulin pump had frozen display and power error detected alarms in one day. Blood glucose level at the time of the incident was unknown. Customer was assisted with troubleshooting. The customer stated that the alarm was unable to be cleared by selecting ok. Assisted with insulin pump reset procedure and the device screen did not turn off. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.